Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a pressure set (400 psig) w/clave¿. The extension that was fixed on the peripheral venous catheter reportedly leaked blood just after the set-up of the system. The medication involved in the event was spasfon, not chemotherapy. There were no holes, cuts, tears or other defects observed on the device. Consequences: the patient had to be deperfused and a new venous access line had to be established. The patient was stable and there was a small delay in therapy due to reperfusion.

Manufacturer narrative:
Received six (6) new. List #011-mc330640, pressure set (400 psig) w/clave¿; lot #13576987. No visual damages or anomalies were observed. The reported complaint of a leak could not be confirmed from the samples provided. The returned samples were tested and functioned as expected. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.